Manufacturer narrative:
This product was returned for laboratory analysis. Analysis is currently on-going. Upon completion of analysis this report will be updated.

Manufacturer narrative:
No additional information is available at this time. As of today, our investigation is complete. If additional information becomes available, this report will be updated.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, external observation noted a dent on the edge of the device casing. The device was interrogated and had a monitoring voltage is 2.57 volts. A review of the device memory revealed noted no resets. The device recorded 2 memory corrections. The device also reported shorted and open lead faults on (B)(6) 2010. Analysis indicates that this device has a damaged defibrillation output circuit. It was reported from the field that the patient's defibrillation lead was fractured. The clinical observations were confirmed during laboratory testing. No therapy was available due to the device shocking into a shorted condition.

Event description:
Additional information indicates that this patient underwent a revision procedure in which the competitor's rv lead was determined to be fractured. The rv lead and crt-d was removed and to be returned to the proper companies.

Event description:
Boston scientific received information that patient with this cardiac resynchronization therapy defibrillator (crt-d) experienced ventricular tachycardia (vt), in which the device delivered therapy for. Upon interrogation of the device there was a shorted fault observed as the impedances were measurement less than 20 ohms and greater than 125 ohms. Additionally, it was reported that a family member heard a pop during delivery. Technical services (ts) discussed that there is likely a lead issue which resulted in shorting the can also; therefore, the complete system would need to be replaced. At this time, no adverse patient effects have been reported. The patient's right ventricular (rv) lead is a competitor's product.